Manufacturer narrative:
At the completion of the complaint investigation, based on the information received, the clinical evaluation was not able to confirm the reported event due to no patient medical records or imaging provided. The most likely cause of the dislodged implant was due to the off-label placement of the infrarenal cuff(s) prior to the placement of the main body device (user error). The main body delivery system reportedly caught on the infrarenal extension dislodging it and moving it to cover both renal arteries (unintentional user error). This was treated with emergent bilateral renal artery stent placement. It cannot be determined by the reported information why the second main body was not implanted or if the aneurysm was excluded. Unable to determine anatomy-related issues, additional off label, or cautionary product use conditions due to a lack of relevant medical information. The event devices were not returned for further investigation. The review of the manufacturing lot confirmed all devices met specifications prior to release. No additional investigations of this reported complaint are planned, endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Manufacturer narrative:
To date the incident devices have not been received for evaluation of which two infrarenal aortic extensions remain implanted in the patient. If the devices are received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
During the initial implant of afx devices, the physician was unable to deploy two afx2 main body stents. The first bifurcated device was not used due to the physician having trouble snaring the contralateral limb wire. Based on the initial reported information, it seems the physician implanted two infrarenal aortic extension devices first, prior to the deployment of the main body stent. This is outside of endologixs' instructions for use (IFU). When the first bifurcated stent did not deploy a second one was used. When the second main body stent was being advanced into position it displaced the previously implanted proximal infrarenal aortic extension, causing the implant to cover the renal arteries. The physician implanted renal stents to maintain patency in the renal arteries. According to the product use report (pur) both bifurcated devices were not implanted in the patient. The physician indicated due to the difficulties in deployment the procedure was prolonged and the patient stay in the hospital was extended for monitoring. The final patient disposition was not initially reported to endologix.